Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. It was observed that only the main coil was returned. It was observed that the main coil was bent and stretched at the arm coil and all primary coil section. Also, the arm coil was detached. The original box was returned, and it was observed that the pouch information matches with the complaint information. The functional test could not be performed because only the main coil was returned. Dimensional inspection of the main coil revealed the components were within specifications.

Event description:
Reportable based on the device analysis completed on (B)(6) 2024. It was reported that premature deployment occurred. An 8mm x 20cm interlock .035 was selected for use. The interlock device continued to be deployed inside the catheter. The procedure was completed with another of the same device. There were no reported patient complications. However, analysis of the returned device revealed that the arm coil was detached.